Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated intraperitoneal cefazoline 1gram (frequency not reported) and intraperitoneal cefazime 1gram (frequency not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient remained on antibiotic therapy and the patient had recovered. Though no breach in aseptic technique reported, the patient was retrained on proper aseptic technique. No additional information is available.